Event description:
It was reported the epg (external pulse generator) has a cracked rear case and is missing bails and a ring. The epg was returned for repair. It was analyzed and tested out of specification. No patient complications were reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the reported event, the upper and lower cases were broken, both bails and ring were missing. It was also noted that the battery release and battery release o-ring were contaminated, both bail covers were missing, one case screw was missing, the battery contacts were compressed, the battery drawer was broken and the keyboard was scratched.